Event description:
Customer reports inconsistent inr results on two patients using hemochron elite / pt assay in unspecified procedure. This report is for patient 1 of 2. Hemochron elite/pt result < 0.8 inr, no second assay performed, subsequent lab result of 2.4 inr. No adverse event, serious injury or intervention reported.

Manufacturer narrative:
Additional investigation information: customer identified: eqc on instrument acceptable. Normal and abnormal lqc running "high" - subsequently adjusted range, but continued to run "high". Instrument failed "proficiency".